Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a red, itchy, and pimply rash over all of his upper body. The patient was given medicine from a medical professional for the rash. Follow-up indicated that the patient no longer had the rash.